Event description:
Rupture at year 5 was told ok to leave it in. Suffered silicone toxicity for 7 years. Had to quit my job in 2013 due to anxiety and memory loss. Most symptoms went away after explant and total capsulectomy of both implants. Still working on the remaining symptoms.